Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited bluetooth (ble) telemetry loss. No intervention was performed. There were no patient consequences reported.

Event description:
Additional information received indicated the patient was seen in clinic and the ble telemetry on the ICD was reactivated via a simple interrogation. There were no reported patient consequences.

Event description:
Additional information received indicated the patient presented in clinic where it was noted the ble telemetry issue persisted. The ICD was interrogated via inductive telemetry and there were no indications that that the cause of the ble telemetry issue was excessive ble communication. Further information provided noted a ble reset was performed which resolved the issue. There were no reported patient consequences.

Manufacturer narrative:
The reported event of inability to communicate via ble was confirmed. Based on the review of the information provided, it was confirmed that a memory corruption had occurred, resulting in the loss of ble connectivity.